Event description:
During the atrial fibrillation procedure, the valve leaked blood. The left atrium was mapped with non-abbott device (versacross) and then the whole non-abbott device system (versacross) was removed with a 0.35 guidewire maintaining access to the left atrium. The agilis introducer with the dilator was then introduced over the 0.35 guidewire. The dilator and wire were then removed prior to the advisor hd grid catheter being inserted. The sheath valve leaked blood during ablation with the non-abbott (farawave). The agilis sheath was replaced and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6, h11. One 13f agilis steerable introducer sheath and dilator were received for evaluation. Functional testing confirmed a leak in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seal was microscopically inspected. Tearing was noted in the side wall of the seal. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The IFU states: do not remove dilator or catheter rapidly. Damage to the valve may occur, potentially compromising hemostasis.